Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with operating currents are within specification. No unexpected replace battery now alarms noted. Detailed trace analysis confirmed low battery alarms and alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was received with cracked case on the back at the battery tube area and keypad at the select button also, with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a replace battery now alarm three times in the last 10 hours. Customer ruled out incorrect battery and the battery date was okay. Customer had no damage on the insulin pump or around the battery compartment. Customer's blood glucose was 13.5 mmol/l. Customer was advised that the pump will need to be replaced.